Event description:
Patient reported right side implant exchange due to their concern with the product and capsular contracture, baker grade IV. Healthcare professional later reported capsular contracture, baker grade IV and exchange due to patient's concern with the product. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture and anxiety-product/procedure was received on july 18, 2024. With catalog number mcghan-270. Based on the product analysis performed, the assessments of the complaints are capsular contracture: unable to observe. Anxiety-product/procedure: unable to observe. As per the investigation procedure, creases, wear abrasion and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side implant exchange due to the patient's concern with the product plus capsular contracture baker grade IV. Physician reported capsular contracture baker grade IV and exchange due to patient's concern with the product. Device explanted.

Event description:
Patient reported right side implant exchange due to the patient's concern with the product plus capsular contracture baker grade IV. Physician reported capsular contracture baker grade IV and exchange due to patient's concern with the product. Device explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 14aug2024.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side implant exchange due to their concern with the product and capsular contracture, baker grade IV. Healthcare professional later reported capsular contracture, baker grade IV and exchange due to patient's concern with the product. The device has been explanted.